Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip of the drape kept falling out during docking. The instrument adapter was loose and frequently detached, causing repeated recognition errors. The user completed the procedure and no known impact or patient consequence was reported.